Event description:
It was reported that the customer experienced a cgm error 42 with their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete pump reset instructions, and after the reset, the error code did not reappear. The customer successfully started their sensor session.